Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 69 indicating an algorithm data parity check, after which the device was restarted and air bubbles were observed in the cartridge; the bubbles were removed using a syringe, the tubing was filled, the cartridge reinserted, and the error did not recur. Symptoms included no reported clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user troubleshooting with cartridge air removal, tubing fill, device restart, and observation for recurrence. Investigation of this case revealed an algorithm data integrity alert without recurrence after air evacuation and restart, with no hardware damage or persistent malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.